Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
The customer reported that the bulb has failed at 400 hours. It is further reported that the bulb failure was found during a routine inspection of the camera stack by the clinical engineering department. It is further reported that there are no adverse consequences.